Event description:
It was reported that during an unk procedure, the surgeon suspects that the device was about to misfire as he found some staples that were left in the device post firing. This alarmed him so a leak test was made to ensure that the anastomosis was intact. It was intact, no leakage nor damage to pt. But anastomotic lip was not to his satisfaction hence, it has been enclosed with the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Anticipated, but unavailable at this time.